Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed as no procedural imagery was provided for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. As reported, "during implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve embolized. The scrub tech pulled back on the delivery system while the balloon was fully inflated after valve deployment. The first valve was placed in the descending aorta." Per the training manual, begin the initial deployment with a slow, controlled inflation. Once fully inflated, hold the balloon for 3 seconds to ensure complete deployment. Then, completely deflate the balloon, stop pacing, and withdraw it from the native valve. In this case, the delivery system was prematurely withdrawn prior to the completion of the deployment cycle, causing the valve to embolize and implant in a non-target location. Available information suggests that use error (premature system withdrawal) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve embolized. The scrub tech pulled back on the delivery system while the balloon was fully inflated after valve deployment. The first valve was placed in the descending aorta. The second valve was implanted successfully. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing.